Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have the necessary repairs completed and the device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator is present and event codes are logged in the memory of their device. There was no patient use associated with this event. Upon evaluation of the customer's device, physio-control observed that the device was repeatedly resetting itself. As a result, defibrillation may not be possible, if it were necessary.

Manufacturer narrative:
Operator of device ¿ health professional.

Event description:
The customer contacted physio-control to report that the service indicator is present and event codes are logged in the memory of their device. There was no patient use associated with this event. Upon evaluation of the customer's device, physio-control observed that the device was repeatedly resetting itself. As a result, defibrillation may not be possible, if it were necessary.